Manufacturer narrative:
Product event summary: at analysis, it was noted that the analyzer was out of specification on its "device off 5v current" functional test. It was further noted that the device was not repairable and was to be scrapped and replaced.

Event description:
The software analyzer was returned as an associated device and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.